Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. The device was prepped and placed in the vessel. During imaging the catheter became difficult to move back and forth. The device was removed from the patient`s body and was replaced. It was further reported that the back-and-forth issue was related to the catheter on the wire. The procedure was completed successfully. No patient complications were reported.